Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastostomy device was placed in an enteral feeding device placement procedure. According to the complainant, a few days after placement, while checking the water in the balloon, it became difficult to inflate and deflate the balloon. Follow-up revealed difficulties were encountered with a spring in the fill port. Another corflo cubby low profile gastostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
(Fill port). The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.